Event description:
The rptr stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The capsule bag broke, the lens was removed. The incision was widen and one suture was required. The rptr stated there was no product malfunction. The pt had pre-existing conditions. No other lens was implanted.

Manufacturer narrative:
Eval codes: results: visual inspection of the returned product found no visible damage to lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and eval of the returned product, the root cause of the event has been determined to be due to pt related condition.